Event description:
Pt called to report high blood glucose levels the previous evening. At approx 4pm, blood glucose was 589. Bolused and took injections. During the night they could feel their blood glucose going high. At one point their meter read high. They said that they received no alarms. They disconnected their infusion set at the site and tried to give a 12u air bolus to assure that the insulin was delivering. They saw nothing. They then changed out the site and the cartridge. They said that the site looked fine and they were able to prime without difficulty. They also mentioned that a month ago they had gone to the ICU with high blood glucose. They said that when the site was removed, there was blood in the cannula. They were concerned because they received no occlusion alarm.